Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2023 due to concern for infection at the driveline exit site. The patient had experienced trauma at the driveline exit site. A culture was taken and was positive for staphylococcus aureus. The patient was treated with antibiotics for 14 days.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was evaluated as an outpatient for driveline site drainage on (B)(6) 2023. The driveline site culture results were positive for staphylococcus and diphtheroid. The patient was placed on oral doxycycline and referred for infectious disease evaluation. There were no reported device malfunctions.